Event description:
Screw disassembled unexpectedly during surgery. Event was discovered when the locking cap could not approximated to the screw. Screw had already been inserted without any problem. This is 1 of 1 report for event # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. The returned pedicle screw object of the complaint was sent to the respective investigation. An eventual wrong manipulation when placing the screw can cause the inner part (collet) to twist in the head of the screw. This can lead to the fact that the rod and the locking cap cannot be placed. Please note that up until today there have been no complaints from the market for this article. No failure of the product could be found.